Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the device never worked so they didn't use it. Patient said the healthcare provider talked them into getting another device and it also didn't help their symptoms. The healthcare provider put the device on the wrong side and said they would like to try the other side but the patient never did that. Patient's symptoms were getting worse and worse. Patient can hardly go anywhere or do anything without the urine coming out. Emailed healthcare plan listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.